Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging supplies, using the tandem wall adapter and charging cable, before contacting technical support.